Manufacturer narrative:
Corrected data: h6 - work order search: no similar complaint was reported for units within the same lot. Should have been included. Claim#: (B)(4).

Manufacturer narrative:
Date of event- unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -6.0 diopter into the patient's left eye (os) on (B)(6) 2020. The patient's condition after implant is marked as "mild corneal edema." Reference MFR file# (B)(4) for initial implant.

Manufacturer narrative:
Corrected data: b1 - adverse event should be corrected to product problem. B2 - other serious (important medical events) should be removed as it is n/a. (B)(4).